Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, there were episodes of high pacing impedance on the right ventricular (rv) lead. X-ray was performed and there was no visible damage to the rv lead. The lead was capped and replaced and the patient was stable.